Manufacturer narrative:
Investigation revealed that the root cause of this failure mode is linked to a "component failure". The patient was using the wheelchair when the failure occurred. The patient was not injured from this event. The wheelchair was evaluated by the servicing dealer and failure mode was confirmed. The mounting bracket for the recline actuator that attaches to the seat frame had broken off. This is a known failure mode and following an investigation, permobil concluded no unusual or significant deterioration of the components were detected and the recline actuator and suspect bracket met acceptable performance margins. Additionally, all replacement components were approved for distribution. The dealer has been supplied approved parts to perform the repair of the wheelchair. Note: to assess the full impact of this failure mode, our parent company has opened a CAPA (B)(4) to further investigate, correct and in turn monitor effectiveness. If additional actions are required for this device a follow up MDR will be submitted and contain any missing information not found in this report. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution.

Event description:
Reports are that the front attachment point for the recline actuator bracket broke off the seat frame. Client was not injured.